Event description:
Customer reported an altitude alarm issue with the pump. Blood glucose level remained between 54-500 mg/dl, indicating there was no adverse impact within this range. Customer had experienced the issue previously and was following precautions to prevent it. Cts decided to replace the pump as it was under warranty, and the customer continued using the current pump as a backup. Customer received instructions on putting the pump into storage mode and was advised to return the defective pump with a pre-paid label.